Event description:
It was reported that through remote transmission, non-sustained lead noise to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Patients condition was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.